Manufacturer narrative:
It was reported that a 41-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. The bwi failure analysis lab received the device for evaluation on 10/4/2018. The investigational analysis completed on 10/24/2018. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical brk transseptal needle (model# 407200, lot# unknown); st. Jude medical 8.5fr sl1 sheath (model# unknown, lot# unknown) ; carto® 3 system (model# m-5830-01, serial# unknown) . Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 850cc¿s of fluid from the pericardium. The patient was reported to be in stable condition after pericardiocentesis. Extended hospitalization was required at the intensive care unit (ICU) for monitoring purposes. Patient¿s outcome is fully recovered. Difficult transeptal puncture and patient¿s anatomy with right ventricular systolic pressure (rspv) posterior takeoff were cited as factors that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed twice with a st. Jude medical brk transseptal needle (407200) and a st. Jude medical 8.5fr sl1 sheath. The generator was in power control mode with a temperature cut-off of 40 degrees celsius. The exact site of injury is unknown. The catheter irrigation flow ranged from 8/15ml/min. The patient received heparin anticoagulant with an activated clotting time (act) of 250-300 seconds. The stsf was not in close proximity to another catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit piu. The carto 3 system did not indicate to re-zero the catheter.